Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil was missing") and rheumatoid arthritis ("autoimmune disorder:rheumatoid arthritis") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient never experienced any of the reported conditions prior to receiving the essure implant. Patient had done essure confirmation test on (B)(6) 2009 (as per pfs) and healthcare provider tell her about result that her device was in placed and that her tubes were occluded. Previously administered products included for birth control: depo-provera from 2001 to 2009. Concurrent conditions included bipolar disorder since 1998, anxiety since 1998, obsessive-compulsive disorder since 1998, urinary tract infection since 1998 and overweight. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced migraine ("worsening migraines/ migraines") and headache ("headaches"). In 2014, the patient experienced pelvic pain ("pelvic pain / pain") and fatigue ("fatigue"). In 2015, the patient experienced eczema ("rashes or skin conditions - type:eczema ") and nausea ("nausea"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced alopecia ("excessive hair loss / hair loss"). In (B)(6) 2017, the patient experienced abnormal weight gain ("excessive weight gain\weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("worsening back pain"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with methotrexate, pregabalin (lyrica) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, rheumatoid arthritis, dyspareunia, abdominal pain, pelvic pain, back pain, abnormal weight gain, alopecia, fibromyalgia, urinary tract infection, eczema, headache, nausea, fatigue and gastrointestinal disorder outcome was unknown and the abdominal pain lower, migraine, female sexual dysfunction and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, migraine, nausea, pelvic pain, rheumatoid arthritis and urinary tract infection to be related to essure. The reporter commented: discrepancy noted: date of insertion (B)(6) . Current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion. Imaging procedure - in (B)(6) 2017: results: left coil was missing. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs was received: event outcome of dysmenorrhea was updated. Event onset date of all events were updated. Plaintiffs middle name was added. Treatment drugs were added. Patient notes were added. Event autoimmune disorder clubbed with event rheumatoid arthritis. Event weight gain clubbed with excessive weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil was missing"), rheumatoid arthritis ("rheumatoid arthritis") and autoimmune disorder ("autoimmune disorder") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient never experienced any of the reported conditions prior to receiving the essure implant. Previously administered products included for birth control: depo-provera from 2001 to 2009. Concurrent conditions included bipolar disorder since 1998, anxiety since 1998, obsessive-compulsive disorder since 1998 and urinary tract infection since 1998. In (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain / pain"), back pain ("worsening back pain"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss / hair loss"), fibromyalgia ("fibromyalgia"), migraine ("worsening migraines/ migraines"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, rheumatoid arthritis, autoimmune disorder, dyspareunia, abdominal pain, pelvic pain, back pain, abnormal weight gain, alopecia, fibromyalgia, urinary tract infection, eczema, headache, nausea, dysmenorrhoea, fatigue, weight increased and gastrointestinal disorder outcome was unknown and the abdominal pain lower, migraine and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, migraine, nausea, pelvic pain, rheumatoid arthritis, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date of insertion - (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion. Imaging procedure - in (B)(6) 2017: results: left coil was missing. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received. Reporters information and patient details added. Product indication added. Essure inserted in (B)(6) 2009. Events urinary tract infection, female sexual dysfunction, autoimmune disorder, eczema, headaches, nausea, dysmenorrhoea ,fatigue, weight increased, gastrointestinal disorder were added. Outcome of female sexual dysfunction, migraines and abdominal pain lower were updated to recovering. Historical drug, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil was missing") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient never experienced any of the reported conditions prior to receiving the essure implant. In 2010, the patient had essure inserted. In 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain"), back pain ("worsening back pain"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), fibromyalgia ("fibromyalgia") and migraine ("worsening migraines"). The patient was treated with surgery (hysterectomy to remove her coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, rheumatoid arthritis, dyspareunia, abdominal pain, abdominal pain lower, pelvic pain, back pain, abnormal weight gain, alopecia, fibromyalgia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, device dislocation, dyspareunia, fibromyalgia, migraine, pelvic pain and rheumatoid arthritis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure abnormal - in (B)(6) 2017: left coil was missing on a unknown date patient had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.